Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to deformation of the scope connector, water tightness lost, adhesive on angle rubber worn, due to fray of k-wire, forceps raising angle did not meet the standard value, and connecting tube has a wrinkle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis exera ii duodenovideoscope, for blurry image, loose forceps elevator wire and damage to scope connector. It was reported that the blurry image was observed during a procedure and the procedure was completed using the same device. Upon inspection and testing of the customer returned device, dirt was found inside the scope light guide lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than a one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, chips was found on the light guide-lens glue and breakage of the plastic cover at the distal end were found from the subject device. The investigation presumed that the lg-lens glue became peeled by chemical stress from used chemical solutions or physical stress from hitting, dropping the distal end of the device or the like. Then, humidity may have gone inside the lg-lens and caused corrosion. However, occurrence cause could not be specified by confirmation of the event or inspection of the device because the device was not sent to mbc. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that the reported issue occurred during an endoscopic retrograde cholangiopancreatography procedure and the procedure was completed using the same device with no delay. There was no report of patient harm or user injury associated with this event.